Event description:
Per the clinic, the patient experienced swelling and infection at the incision site (specific date not reported). The patient underwent a skin revision surgery (debridement) and transfusion for 10 days in order to control the infection (specific date not reported), however, the issue did not resolve. After some time, the condition worsened, and the electrode array became exposed, leading to the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2026, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction (d6b): the correct date of explant is (B)(6) 2026; not (B)(6) 2026, as previously reported in initial MDR [6000034-2026-00516]. Device analysis report attached.